Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was prepared and the no aspiration of saline step with and without the dilator was performed on the table. No issues were noted during preparation of the sheath. Upon insertion of the sheath into the patient and removal of the dilator, air was visible in the side arm of the sheath. The sheath was connected to irrigation with saline under pressure but in the off position, and no forward flow was possible through the sheath due to syringe placement. No air was visible in the shaft. No air was seen in the patient nor was there any fluid leak seen in the sheath. The air was only between the valve and side port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was prepared and the no aspiration of saline step with and without the dilator was performed on the table. No issues were noted during preparation of the sheath. Upon insertion of the sheath into the patient and removal of the dilator, air was visible in the side arm of the sheath. The sheath was connected to irrigation with saline under pressure but in the off position, and no forward flow was possible through the sheath due to syringe placement. No air was visible in the shaft. No air was seen in the patient nor was there any fluid leak seen in the sheath. The air was only between the valve and side port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.